Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high capture threshold. An echocardiogram was performed and noticed a dislodgement. Through a fluoroscopy it was noticed that the helix was in a retracted position. A revision was performed, and this lead was successfully repositioned. No additional adverse patient effects were reported.